Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a sling placement procedure. According to the complainant, during the procedure, the first side of the device was deposited into the obturator foramen tissue. After placement of the first mesh carrier, the mesh completely detached from the mesh carrier. No piece of the mesh remained attached to the carrier. The mesh and the mesh carrier were removed from the patient. The procedure was completed with another solyx sis system. There were no patient complications and the patient's condition at the conclusion of the procedure was reported to be "fine".